Event description:
It was reported the electrical cord emitted sparks.

Manufacturer narrative:
The user reported that the switch shorted. Our inspection showed a cut in the cord near the switch that could have caused the short. This failure type is typically associated with excessively bending the cord until the wire inside breaks. We have initiated a CAPA project (B)(4) to reduce the likelihood of this recurring.